Event description:
Ref imp# (B)(4).

Manufacturer narrative:
(B)(4). When reviewing similar reportable events, we found a number of cases with similar fault description (broken wire) which were found to be related to use errors, in particular not following the labeled maintenance requirements. The trend observed for reportable complaints with this failure mode on mk1 pool lift is considered to be low and stable. The pool lift was not up to specification and was not used for any patient transfer when the problem was detected, no incident is reported to have occurred and therefore the device did not play a role in an adverse event. From our evaluation it appears a number of use errors might be suggested to have caused the complaint, the most relevant use error being a failure to check the device before use: the need for the weekly inspection of the visible part of the cable inside the mast is clearly stated in the maintenance schedule in the operating and product care instructions (dx10380m-us issue 3): 'carry out a general visual inspection of all external parts, and test all functions for correct operation, to ensure that no damage has occurred during use. If there is any doubt, remove the product from use and contact arjo service dept." Additionally the customer is advised how to perform the cleaning activities on the pool lift: 'after use each day, wash the pool lift and patient transporters with fresh water (not pool water) and wipe dry.' If the pool water is used it will eventually lead to corrosion as it contains chlorides. We have not been able to find any contributing manufacturing anomalies. The root cause of the complaint was found to be a use and maintenance error as the received information and our evaluation as described above are showing that if the instructions for use safety warnings are followed there will be no patient or caregiver risk.